Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Customer continued to use the pump for insulin therapy.